Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed occlusion 45.91psi. The event occurred during testing.

Manufacturer narrative:
The suspected device was returned for evaluation. The devices were visually inspected and there was excessive adhesive upstream occlusion (uso) seal. The event history log was reviewed and there were no errors related to the customer complaint. The customer reported issue was confirmed. The probable root cause was identified as damaged downstream occlusion (dso) sensor. The service history review had no indication that the complaint was related to a service of the device within the review period. The software was updated, and the device passed all functional testing after repair.